Event description:
It was reported that white foreign matter was found in the maxzero needleless connector after flushing the tube. The following information was provided by the initial reporter, translated from chinese to english: "2020-(B)(6) when using a pre-filled flushing tube with a transparent needle-free connector configuration, in most cases the flushing is not clean, such as fat emulsion at the end of the liquid, and there is still white matter after flushing the tube, so it should flush the tube again."

Manufacturer narrative:
H.6. Investigation: a mz1000 china sample was not available for investigation of this feedback; however the customer indicates that residual fluid was visible within the housing after the maxzero had been flushed. A review of the production records for lot 19096810 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that white foreign matter was found in the maxzero needleless connector after flushing the tube. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) when using a pre-filled flushing tube with a transparent needle-free connector configuration, in most cases the flushing is not clean, such as fat emulsion at the end of the liquid, and there is still white matter after flushing the tube, so it should flush the tube again."